Event description:
The customer reported being in the emergency room due to high blood glucose of 526mg/dl, and his blood glucose was treated with a bolus. The customer experienced thirst and frequent urination. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the customer performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.